Manufacturer narrative:
Bayer quality assurance product analysis received and examined the syringe, lot # 8512447. The presence of foreign material in the fluid path was confirmed. The material is a thin, flat filament, clear with a brown hue in several areas and is flexible. It measures approximately 30 mm x 0.25 mm and has the characteristics of a plastic material. The filament is of a size that could travel down the fluid path and into the patient. This was likely introduced during component manufacturing or assembly. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: a hair was detected inside a CT syringe after being prepared for use, but not attached to the patient.